Event description:
It was reported that during an abdominoperineal amputation, the equator device heated to 48 degrees instead of heating to 44 degrees. When the drapes were removed, traces of burns and phlycten were observed that occurred on the arm and chest of the patient. The device had to be changed out.

Manufacturer narrative:
Other text: this remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4). Additional information: d10, h3, h6. D5 is unknown. No information has been provided to date. Device evaluation: received device in fair condition with hose and power cord. Manufacture date was 2010. Filter was clean. Hose serial number did not match device serial number. Checked wiring connections and they were found to be tight. Performed 75% occlusion test and device passed. Checked display accuracy by selecting 36, 40, and 44 degrees set points. All three settings were correctly shown. Performed over temperature alarm test at 36, 40, and 44 degrees. Device alarmed over temperature at 39, 42, and 46 degrees, meeting specifications. Installed temperature probe e5641 due jan 2019 and digital voltmeter e3213 due nov 2018 and powered on device. Selected 36 degree setting and ran dut for 2 hours. Measured temperature was found to be 37.51 degrees. While selecting 40 degree setting, the f4 fuse on the control board blew. Replaced fuse and continued with test. Selected 40 degree setting and ran dut for 2 hours. Measured temperature was 41.28 degrees c. Selected 44 degree setting and ran dut for 2.5 hours. Temperature was measured at 45.50 degrees. Found temperature set points to be out of tolerance. Calibration is required for set point temperature at 36, 40 and 44 degrees. Device functioned as intended but was found out of calibration. The root cause can be traced to device design. Original device history record (DHR) review is no longer applicable as device was manufactured in 2010. The previous service record is attached and all tests passed.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147., corrected data: corrected information provided in d2